Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that the impact cap on the ratcheting handle instrument fell off the handle end. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis.